Event description:
Additional information was received from the patient. It was reported that the sensation the patient felt was overstimulation. No actions were taken, but the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient was having a hard buzzing in their hip and legs like an electrical charge and it wouldn¿t stop for the last couple of days. The patient indicated that this had happened before for a day or two, but would go away. Patient services asked if the patient decreased stimulation to see if that would help the buzzing and the patient stated that it had always been on at 5.0 and had worked fine. The patient indicated that they did not have any traumas or falls. The patient was redirected to follow-up with their healthcare provider (hcp). The event occurred in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that the issue would happen after they charged the implantable neurostimulator (ins). It would last 3 or 4days. The cause was reported to be from charging. It was noted that no actions were taken as the issue resolved 3-4 days later. No further complications were reported.